Event description:
After implantation of the device, the device did not respond. The programming had been tested prior in the office and the battery was in good condition, but the lead was not responding. Medical staff completed a complete interstim system implantation with incision and implantation of tined quadripolar lead electrodes and also removal of the previous quadruple lead electrode from the existing place and the new one was placed in foramen s3 with fluoroscopy guidance for needle placement and then subcutaneous implantation of sacral nerve neural stimulator and electronic analysis and complex programing.